Manufacturer narrative:
(B)(4).

Event description:
It was reported that: clinician was attempting to insert radial, arterial catheter in the left arm. Patient was very sick and had many complications/complicating health factors. The access of the patient was challenging. The clinician attempted and when they did not have the catheter placed successfully the first time, another attempt was made (with a 2nd catheter) as access was important to gain for the patient. The 2nd radial arterial insertion was also unsuccessful. When each device was removed, and inspected, it was observed that a fragment of the catheter remained in the patient. This same observation was made after the first and second attempt, meaning they believe that there may have been a fragment of each of the catheters left in the patient, (2 catheters, 2 radial attempts). Ultrasound confirmed that the segments were in the patient. The vascular surgeon was called, and a decision was made not to attempt to remove the catheter fragments because of the patients critical condition (which was not related to the catheter insertion, the patient was coding at the time). It is reported that the patient has not had additional surgery to remove the fragments at this stage, there was no other consequence to the patient related to this event. Associated complaints 9680794-2024-00178 and 9680794-2024-00180.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." A device history record review could not be performed as no lot number was provided by the customer and a potential lot could not be identified based on a sales history review for this customer. Without the device to evaluate, the co mplaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: clinician was attempting to insert radial, arterial catheter in the left arm. Patient was very sick and had many complications/complicating health factors. The access of the patient was challenging. The clinician attempted and when they did not have the catheter placed successfully the first time, another attempt was made (with a 2nd catheter) as access was important to gain for the patient. The 2nd radial arterial insertion was also unsuccessful. When each device was removed, and inspected, it was observed that a fragment of the catheter remained in the patient. This same observation was made after the first and second attempt, meaning they believe that there may have been a fragment of each of the catheters left in the patient, (2 catheters, 2 radial attempts). Ultrasound confirmed that the segments were in the patient. The vascular surgeon was called, and a decision was made not to attempt to remove the catheter fragments because of the patients critical condition (which was not related to the catheter insertion, the patient was coding at the time). It is reported that the patient has not had additional surgery to remove the fragments at this stage, there was no other consequence to the patient related to this event. Associated complaints 9680794-2024-00178 and 9680794-2024-00180.